Event description:
It was reported that a patient with history of recurrent, severe attacks of diverticulitis underwent a planned laparoscopic sigmoid colectomy with colorectal anastomosis. Operative note provided states the sigmoid colon was tightly adhered to the left pelvic sidewall, which required dissection that exposed a contained perforation. The splenic flexure was mobilized and a ¿29 eea stapler¿ was chosen for the anastomosis. The side-to-end anastomosis was created between the side of the colon and the end of the rectum, and surgeon noted no tension whatsoever. The anastomosis was noted to be ¿air tight,¿ but upon evaluation with a flexible sigmoidoscopy, some old blood was noted (but no active bleeding). The following day, the patient experienced intraluminal bleeding from the anastomosis and underwent an exploratory laparotomy that was converted to an open procedure because there was significant distension in the bowel and in the colon preventing visualization. The prior anastomosis was resected, and a ¿29 eea¿ was chosen for a new anastomosis and the operative note states ¿the tissues were very friable. Two attempts were made to perform a stapled anastomosis and both attempts had evidence of air leak and therefore the anastomosis was reinforced and a diverting loop ileostomy was performed.¿ patient was discharged one week later and the ileostomy was successfully reversed 2 ½ months later. No further complications are reported.

Manufacturer narrative:
(B)(4). Date of event: unknown, captured as awareness date. Batch # unk. (B)(4). The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed.

Manufacturer narrative:
(B)(4). Date sent: 05/24/2022.